Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the devices. Patient alleged having cough, headache, difficulty breathing/shortness of breath, having strain on heart and is choking, and taking antibiotics on regular basis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough, headache, difficulty breathing/shortness of breath, having strain on heart and is choking related to a CPAP device's sound abatement foam. The patient was taking antibiotics on regular basics for the reported events. These events may be related to a product problem and/or user error. Based on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the devices. Patient alleged having cough, headache, difficulty breathing/shortness of breath, having strain on heart and is choking, and taking antibiotics on regular basis. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The manufacturer observed an unknown contaminant on the outlet of the blower box, inside the inlet front panel, sd card and modem doors, top enclosure, ui knob, bottom enclosure, rear panel, and the inside of the iso port of the rear panel. A tobacco odor was observed within the device. A discoloration was observed to the top enclosure, rear panel, front panel, blower box, and bottom enclosure. An unknown dust contaminant was observed on the bottom enclosure. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3 and h6 updated in this report.